Manufacturer narrative:
Manufacturer's analysis conclusion: the report of a clot in the patient¿s pump could not be confirmed as no product was returned and no images were provided by the account for review. A specific cause for the reported events as well as a direct correlation to heartmate ii left ventricular assist system (lvas) could not be conclusively determined through this evaluation. If heartmate ii lvas, is returned at a later date, this investigation will be reopened to include the device evaluation. The heartmate ii left ventricular assist system instruction for use lists device thrombosis and death as adverse events that may be associated with the use of the heartmate ii left ventricular assist system and provides information regarding the recommended anticoagulation therapy and inr range, as well as the suggested anticoagulation modifications. This document also outlines indications of pump thrombosis as well as how to respond to such events. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient expired on (B)(6) 2020. The account stated the patient had a blood clot in the pump. No further information was provided.